Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? No. Did the device pass the pre-test? No, failed test in pre-op. Had the device been working and then stopped? No. Did the patient experience any adverse consequences due to this issue? No. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect handpiece performance. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, the device did not work. Use of another device to complete the procedure.